Event description:
Boston scientific crm received information that this pacemaker dependent patient was evaluated one week following a right ventricular (rv) lead revision replacement for possible fracture. Other than a history of noise on this right atrial (ra) lead, there were no previous issues with it. During the visit, the ra lead displayed >2500ohms impedance measurements which were intermittent. Previously, they had been stable at 500 ohms. As there was a recent revision, pocket manipulation was not advised. The patient has dizziness upon standing, but the programmer revealed no evidence of noise on the ra lead. Bsc technical services (ts) discussed that this issue could be indicative of a proximal set screw connection issue, or evolving lead fracture on the ra lead. The ra lead was reprogrammed to unipolar, and will be readdressed in two months with isometrics and pocket manipulation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.